Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
It was reported that during an unknown procedure that the pump do a huge noise and a bad suction.the procedure was delayed. They used the same pump to complete the case. No patient consequences. Need a loaner urgently maximum tomorrow morning .

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. This serialized device (serial: (B)(4)) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: this device (serial number : (B)(4)) was produced prior to the closure of the fms facility in (B)(4) and therefore will not have a DHR review preformed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was not returned to the service center for evaluation, therefore device is not available for a physical evaluation. This complaint is not confirmed. It was reported that the device made a loud noise and had suction issues. Based on the serial number this device is approximately 17 years old and could¿ve seen heavy use in the field. The device components could be worn from fair wear and tear, however that cannot be confirmed as the device was not returned to the service center. This serialized device was manufactured prior to kimball, therefore a DHR review cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed. A review into the depuy mitek complaints system revealed one dissimilar complaint for this serialized device. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that during an unknown procedure that the pump do a huge noise and a bad suction. The procedure was delayed. They used the same pump to complete the case. No patient consequences. Note from affiliate on 18may2018: no further information is available for this complaint.